Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported issue could not be determined.

Event description:
During a procedure, after catheter access was obtained, the tactisys quartz would not power on. Upon inspection it was seen that manipulating the power supply wire revealed an insulation break, leading to a short circuit that resulted in smoke from melting insulation plastic. The power supply was unplugged and the procedure was completed with a flexibility ablation catheter instead with there were no patient consequences.